Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately seven months after ICD replacement. Additional information obtained from the clinic reported the patient was on hospice at the time of death. The reason for hospice was not known. The device check performed two months prior to death noted multiple episodes of monomorphic ventricular tachycardia (vt). The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead. Implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.